Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a black foreign body was found on the dressing. It was further reported that the dressing was stored at normal room temperature and there was no breach in the package prior to noting the complaint issue. A photo was also provided depicting the complaint issue. No patient involvement was reported.

Manufacturer narrative:
No sample received. Photograph confirmed evidence of a black foreign object. Does not comply to specification. Investigation has been based on batch history record review batch records have been reviewed; all required specification were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. After a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance will be opened. This complaint will remain open until completion of nonconformance. It was discovered on 09/28/2015 that the expiration date was incorrect on the initial MDR MFR #1000317571-2015-00078 reported on 09/04/2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).